Event description:
Approx 18 months following the placement of 2 cypher stents, the pt returned for follow up. Repeat coronary angiogrpahy revealed a stent fracture. It is unknown if there was any restenosis or if treatment was required. Initial indication for treatment is unk. The target lesion is noted as the mid left anterior coronary artery, but there are no lesion or vessel characteristics provided. The lesion was pre-dilated with a 2.0x20mm unk balloon at 8atms for 10 seconds. The stent was deployed at 16atms for 15 seconds. Post-dialtion was performed with a 3.0 x 10mm unk balloon at 18 atms for 10 seconds.